Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient also complained of pain at the ipg site (reference MFR report number 1627487-2019-05105) . As a result, the patient's scs system was explanted on an unknown date. The patient reported she was healing fine.